Event description:
It was reported that during the procedure to implant the ICD and leads, but after the pocket was closed, the device showed noise with pocket stimulation. The lead showed oversensing and noise on the tip-ring sensing circuit. The pocket was reopened and both the lead and the device were replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Full lead analyzed.